Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose reading was 2.2 mmol/l. The customer's blood glucose level was 10.7 mmol/l at the time of call. The customer declined to troubleshoot for the low blood glucose incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. The customer was also assisted with smart guard feature. Customer stated that they were also experienced high blood glucose level and the blood glucose level was 22 mmol/l at the time of incident. The pump will not be returned for analysis. The device will not be returned for analysis.